Event description:
The doctor reports that the dental implant located in position number #47 failed because its placement was too mesial, the doctor removed the implant and placed another one more distal. The doctor reports that the patient did not suffer any negative impact on his health as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: premarket identification k101880.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp, tsv, mcol mg,4.7mm,10m (tsvmwb10) and mount were returned for investigation. There were no allegations against the mount and the reported event occurred at implant level. Therefore, this investigation addressed only the implant. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The implant could not be functionally tested for the reported failure (placed in position too mesial). Measurements were taken on (B)(6), 2022 using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimvie. Device history record (DHR) review for the lot (1243376) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot number (1243376) for similar events (complaint category keywords: functional: other (placed in position too mesial) and no other complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified.